Manufacturer narrative:
Product complaint (B)(4). Batch # r58u48. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint (B)(4). Additional information requested and received: what color cartridges were used throughout procedure? 3 green, 2 gold, 2 blue was the force to fire higher or lower than expected? No information available. How many firing strokes were able to be completed? 2 strokes. What troubleshooting steps were taken to open device? No information available. How was the device eventually opened? With effort. Did the device staple or cut? If so, how far? No information available. What was the reason for the laparotomy? The leak after the release process. How was the issue addressed? The customer called the sales rep. Is the device available for return? Yes. What is the current patient status? The patient is fine.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges were used throughout procedure? Was the force to fire higher or lower than expected? How many firing strokes were able to be completed? What troubleshooting steps were taken to open device? How was the device eventually opened? Did the device staple or cut? If so, how far? What was the reason for the laparotomy? How was the issue addressed? Is the device available for return? What is the current patient status?

Event description:
It was reported that after the 7th reload (blue), device jammed in the middle of firing. Small laparotomy became necessary (stomach cancer surgery).